Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The reporter stated there was an adhesive issue where the pod was not sticking well. Tape was used to help secure it, but the patient encountered high glucose levels of greater than (B)(6) ((B)(6)) while wearing the pod on their arm between 4 and 24 hours. The reporter stated the pod may have not been properly inserted in the pod infusion site.